Event description:
It was reported that the patient could not adjust stimulation. There was difficulty connecting the antenna. It worked better when the patient programmer was placed just over the implantable neurostimulator, but still suffered occasional communication issues. A loss of therapeutic effect was reported. The patient needed stimulation in her back and could only get stimulation in her legs. She last felt stimulation in (B)(6) 2011 before a knee surgery. Additional information received reported that the patient was reprogrammed and was receiving excellent stimulation. Telemetry was no longer an issue.

Manufacturer narrative:
(B)(4).